Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It is reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the down arrow and ok keypad buttons have been intermittently unresponsive for the past month. She noted that the buttons do not always click when pressed, and get stuck in the down position. The pt denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump in her pocket or on the inside of her bra.